Manufacturer narrative:
Lot 15277309: UDI (B)(4). Concomitant medical products - pt medications: aspirin, flexeril, norco, albuterol sulfate/ipratropium, amiodarone, furosemide, carvedilol, potassium chloride, simvastatin, and warfarin. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6), the patient was implanted with gore® excluder® aaa endoprostheses and gore® iliac branch endoprostheses to treat bilateral common iliac aneurysms concomitant with an infrarenal abdominal aortic aneurysm. It was reported that during an attempt to advance an hgb16107a/15277309 device into the right internal iliac artery, the device catheter was damaged and the undeployed device and underlying portion of catheter (ie: leading olive and guidewire lumen proximal to the polyamide junction) became separated from the delivery catheter. There was difficulty tracking the device into position and the physician was applying torque to the catheter. The physician was able to remove all portions of the device and delivery catheter without complication and the case was completed successfully using additional components. The device and catheter were discarded at the facility and are not available for inspection. The patient tolerated the procedure.